Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure during which the implantable pulse generator (ipg) was replaced due to it having reached its end of service (eos) where the elective replacement indictor (eri) message was displayed on the remote control. The physician believes the ipg had shortened longevity. The patient has fully recovered postoperatively.